Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges tilting back in his powerchair when the back gave out and he fell backwards out of the chair.

Manufacturer narrative:
The device was returned and evaluated. This device is part of recall #2523375-12/9/2016-001-c.

Event description:
Consumer alleges tilting back in his powerchair when the back gave out and he fell backwards out of the chair.